Event description:
It was reported that the customer's insulin pump has condensation under the display, cracks at the reservoir compartment, the scratched display is difficult to read in bright light, and the act button gets stuck. Customer's blood glucose level was unknown. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.